Event description:
It was reported that an elective replacement indicator appeared on a patient programmer. It was reported that the patient had more tremors and a bloody nose on (B)(6) 2012. A week later it was reported that the stimulation could not be adjusted. A "call your doctor" icon was displayed on the patient programmer. Impedances were normal. It was later reported that the patient had her battery replaced and the leads revised.

Manufacturer narrative:
Product ID, 7482a40, serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 748240 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 7436 serial# (B)(4), product type programmer, patient product ID, 3387s-40 lot# v025540, implanted: 2007 (B)(6), product type lead product ID, 3387s-40 lot# v025540, implanted: 2007 (B)(6), product type lead. (B)(4).